Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and no further malfunction occurred after the reset. Customer was advised to continue using the pump and to contact support if the malfunction recurs.